Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as it was not indicated what was the specific date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2020 that a lighttrail reusable 600um laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber was broken outside the patient. The procedure was completed with the original device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 600um laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber was broken outside the patient. The procedure was completed with the original device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as it was not indicated what was the specific date. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: problem code 1069 captures the reportable event of fiber broke. Investigation result the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that it was returned broken. The fiber measured approximately 271.1 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The laser console displayed the message, "applicator has been used 3 times." No other issues with the device were noted. The reported event was confirmed. The condition of the returned device confirms that the fiber was broken during use, likely as a result of handling of the device as it was used and interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.